Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) longevity was a year and a half. However, after five months, the device was at explant. Engineering analysis indicated that the ICD was malfunctioning. The ICD appears consistent with the low voltage capacitor behavior and there were no other suspicious faults or resets stored within device memory. It was also indicated that the therapy delivery was unaffected. Moreover, the battery status indicators were not reflecting the depletion condition and were inaccurate as the device hardware was not detecting the loss of battery energy. This ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) longevity was a year and a half. However, after five months, the device was at explant. Engineering analysis indicated that the ICD was malfunctioning. The ICD appears consistent with the low voltage capacitor behavior and there were no other suspicious faults or resets stored within device memory. It was also indicated that the therapy delivery was unaffected. Moreover, the battery status indicators were not reflecting the depletion condition and were inaccurate as the device hardware was not detecting the loss of battery energy. This ICD was explanted. No additional adverse patient effects were reported.